Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge when connected to a power source. The pump was turned off and back on, then connected to a power source and the battery gauge increased from 10% to 100% battery life. There was no impact to the customer's blood glucose level. It was indicated that the current pump and/or long acting insulin was available for diabetes management.